Manufacturer narrative:
Device return: one (1) used 41233-01 8f td catheter was received; MFR's investigation: visual inspection and analysis of the returned used 41233-01 8f td catheter recorded the catheter balloon was extensively damaged/torn. Further visual analysis documented additional surface damages/gouges to the lumen component. Record reviews - a review of the MFR lot build database for the reported lot# 33-867-sl (mfg date 10/2013) shows (B)(4) units were mfg, tested, inspected and released. The lot build records show each of the catheters were functionally tested. There were no exception records generated the mfg lot build processes. A query and search of the complaint database for this list# and lot# recorded no additional reports. A two year search for ll catheter complaints and device return investigation for similar lumen material surface damages also recorded no additional reports. Previous engineering investigations of catheter balloon damages/tears have been conducted. Those investigations identified potential cause for balloon tears to occur while advancing the catheter through hemostasis valves of touch contamination shields and or sheaths or introducers. The directions for use (dfu) does state a precaution that care must be taken not to damage the balloon when advancing the catheter through hemostasis valves of side port catheter/sheath adaptors and rubber seals of contamination shields. Catheter/components identified extensive component damages which confirmed the reported inflation issue. Although the exact cause(s) are unknown the component damages most likely occurred as a result of incorrect usage/techniques and not as a result of the mfg processes.

Event description:
Medsun report received concerning balloon inflation failure with use of one 41233-01 8f td catheter. It was reported "catheter was inserted by doctor. As balloon was blown up, could not see it. Catheter was immediately removed. Tested the balloon and discovered that it was ruptured. New swan ganz catheter was opened up, tested and worked fine for the rest of the procedure. No indication of ruptured balloon prior to insertion. Unknown volume used for balloon inflation". There was no reported adverse patient consequences.